Manufacturer narrative:
For 1 event the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event the investigation determined that the issue was resolved by the service actions. The follow up/corrective actions for 1 of the events was the syringe seals were checked. The probes were back flushed with system reagent. The pinch valve tubing was replaced. A high voltage adjustment was performed. Performance testing and precision studies were run. The customer ran controls and these were within range. The follow up/corrective actions for 1 of the events was the field service representative found the sample probe lld voltage was misadjusted. He adjusted the lld voltage, replaced the syringe seals and pinch tubing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous low results were generated by a cobas 8000 e 602 module. The events involved a total of 2 patients with the following: 1 elecsys hcg test system, 1 elecsys ferritin. The provided patients' ages ranged from 29 to 48 years. There were 2 females.

Manufacturer narrative:
Request from FDA: FDA became aware of an event associated with a roche hcg test. On on (B)(6) 2019 , an hcg quantitative test was run on a roche analyzer with a result of 2954 miu/ml. On (B)(6) 2019 , a diluted new specimen for the same patient returned a result of 133768 miu/ml. The original sample was rerun and returned a result of 154810 miu/ml. The physician was immediately notified and was concerned because he had already informed the patient of the likelihood of fetal demise. The physician ordered a repeat ultrasound to determine the viability of the 10 week fetus. Request from FDA: have you been notified of this event and have you submitted an MDR to FDA for this event? If you have, please provide the MDR number. Response from manufacturer: roche was notified of this event on january 18, 2019. Response from manufacturer: this malfunction event will be reported by voluntary manufacturer summary reporting in april 2019. It was confirmed that there was no harm to the patient or fetus. Request from FDA: have you completed your investigation of this event? What were your findings and conclusions from the investigation? Response from manufacturer: the investigation is complete. The field service engineer did not find a problem with the instrument or the reagent. The syringe seals were checked, the reagent and sample probes were backflushed. Pinch valve tubings were replaced as a precaution. The customer performed qc which was within range and a precision run was performed. The performance of the instrument was verified. Qc was in range and there was no indication for a performance issue with the reagent. Response from manufacturer: the sample was a 6ml lithium heparin tube from greiner. Roche rack adapters were used as required. The sample was spun off site, so no further pre-analytical information is available. Response from manufacturer: the alarm trace indicated multiple abnormal aspiration (sample probe) and abnormal aspiration errors. This is consistent with a pre-analytical issue. Based on the data provided a clear root cause could not be identified. Response from manufacturer: a general instrument or reagent problem could not be identified. The low result is most likely caused by a pre-analytical handling issue which cannot be confirmed based on the information provided. Request from FDA: what is the likely cause of the falsely depressed result? Response from manufacturer: the likely cause is a pre-analytical handling issues. The possible root causes include: (I) foam or bubbles on the sample surface. (Ii) tilted tubes in combination with wet tube walls. (Iii) fibrin clots or strands caused by insufficient pre-analytical handling. Request from FDA: was there any harm to the patient and/or fetus? Response from manufacturer: on february 1st, a follow up call was made to the customer. The customer stated that there was no adverse event and that the current condition of the patient is "pregnant." It was confirmed that there was no harm to the patient or fetus. Request from FDA: did you review the instrument log to look for anything unusual (e.g., alarms)? Response from manufacturer: as described above, the investigation determined that the alarm trace indicated multiple abnormal aspiration (sample probe) and abnormal aspiration errors. This is consistent with a pre-analytical issue. Request from FDA: do you have any other similar complaints from the last 1 year? If yes, how many similar complaints? Response from manufacturer: below are the statistics for similar complaints results between 25 mar 2018 - 25 mar 2019. Product no. Determination sold [absolute] no. Cases [absolute] incidence rate [ppm]* hcg-stat 4'605'500 20 4.34. Hcg+beta 51'656'800 120 2.32. No. Of cases [absolute]/no. Of determinations sold [absolute] [ppm = parts per million] request from FDA: has a pre-analytical sample issue contributed to this event? Response from manufacturer: it is likely that a pre-analytical contributed to this event based on the alarm trace from the instrument which indicated multiple abnormal aspiration (sample probe) and abnormal aspiration errors. This is consistent with a pre-analytical issue. The sample was spun off site, so no further pre-analytical information is available. Request from FDA: you stated that the alarm trace indicated multiple abnormal aspiration (sample probe) and abnormal aspiration errors, which is consistent with a pre-analytical issue. Was the user flagged regarding these abnormal sample aspiration messages (i.e., was the flag working as intended?)? Response from manufacturer: yes, the flag worked as intended. The device returned these flags to the user, indicating these samples were not appropriate for analysis. The abnormal sample aspiration messages were not for the sample associated with this case but for other samples run close to the same time as the sample in this case. Since other samples were flagged on the same day the event occurred, this indicates that pre-analytical factors may be contributing to the issue. Request from FDA: was the result on the print out flagged? Response from manufacturer: for the specific result associated with this MDR, the provided result printout of the device did not show a flag. Typically when the sample is flagged with an abnormal sample aspiration message, a result is not produced. Request from FDA: did the user not see the flags? Response from manufacturer: the user did see the flags. Request from FDA: thank you for providing the statistics for similar complaints between 25 mar 2018 - 25 mar 2019. Have you detected any trends (e.g., increase in similar complaints over the last several months compared to prior months?) In the complaint data? Response from manufacturer: there has been no increase in similar complaints compared to prior months.